Event description:
Since 10/94 rptr has purchased skin bond cement that has been defective. The glue prior to that was fine, now it appears to have no tackiness & is very thin. Rptr has reported this problem to the mfrs with no satisfaction. The problem continues. The skin around rptr's urinary opening, where the glue is applied, is beginning to breakdown, putting rptr in a life threatening position. MFR claims that they have solved the problem & sent rptr product. The problem is not solved. Their is still very little tackiness when applied to the skin.